Manufacturer narrative:
Model number: 72404155, lot number: 1000081892, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to erosion and infection. This was the patient's third revision surgery. A new 9.5mm x 16cm spectra penile prosthesis (spp) device was implanted. Additional information received states the infection was located on the transverse scrotal. They were not able to identify the type of infection the patient had and the physician does not believe the device caused or contributed to the infection. The erosion was found when the physician was checking the patient's tissue. The patient was doing "good" following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.